Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation findings, the image noise was likely due to damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope produced a noisy image. There was no patient involvement.